Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was reported as instability. The previous surgery and the surgery detailed in this event occurred 1 year and 3 weeks apart. The healthcare professional indicated that there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There was an ncmr#(B)(4) associated with the main part # 508-32-101, glenoid, head w/retaining screw, rsp, 32mm/neutral, which documents that out of 15 parts lot, 3 parts were rejected due to nick on flat surface and operator error on outside of first piece setup and accepted with suitable justification that the defects are only virtual and acceptable. All other items in the lot were met with the design, fit and function requirements. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was revision surgery due to instability. There were no findings during this evaluation that indicate the reported device was defective. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may also contribute to an event that are outside the control of djo surgical such as poor bone density, patient bone deterioration, inadequate soft tissue support, lack of post-operative care, patient activities or trauma. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Second revision surgery - patient was not stable.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was reported as instability. The previous surgery and the surgery detailed in this event occurred 1 year apart. The in vivo time for the head is 2.2 years, from the primary. The healthcare professional indicated that there was no delay in surgery and another suitable device was not available for use. The revision surgery was completed as intended. The devices were disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There was an ncmr#44581 associated with the main part #508-32-101, glenoid, head w/retaining screw, rsp, 32mm/neutral, which documents that out of 15 parts lot, 3 parts were rejected due to nick on flat surface and operator error on outside of first piece setup and accepted with suitable justification that the defects are only virtual and acceptable. All other items in the lot were met with the design, fit and function requirements. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was revision surgery due to instability. There were no findings during this evaluation that indicate the reported devices were defective. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may also contribute to an event that are outside the control of djo surgical such as poor bone density, patient bone deterioration, inadequate soft tissue support, lack of post-operative care, patient activities or trauma. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Manufacturer narrative updated; added in vivo time for the head: the reason for this revision surgery was reported as instability. The previous surgery and the surgery detailed in this event occurred 1 year and 3 weeks apart. The in vivo time for the head is 2.2 years, from the primary. The healthcare professional indicated that there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There was an ncmr#(B)(4) associated with the main part # 508-32-101, glenoid, head w/retaining screw, rsp, 32mm/neutral, which documents that out of 15 parts lot, 3 parts were rejected due to nick on flat surface and operator error on outside of first piece setup and accepted with suitable justification that the defects are only virtual and acceptable. All other items in the lot were met with the design, fit and function requirements. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was revision surgery due to instability. There were no findings during this evaluation that indicate the reported device was defective. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may also contribute to an event that are outside the control of djo surgical such as poor bone density, patient bone deterioration, inadequate soft tissue support, lack of post-operative care, patient activities or trauma. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.